Event description:
Pt to be discharged from hosp. Nurse discontinued IV saline lock. IV catheter was noted be broken off. X-ray revealed catheter in left forearm. Surgeon attempted unsuccessfully to retrieve catheter. Three days later pt displays no signs and symptoms.